Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the electrode lead was found in the ear canal. Therefore it was decided to re-implant the same device performing the blind sac closure procedure on (B)(6) 2022.

Manufacturer narrative:
Conclusion: according to the received information from the field, the recipient underwent revision surgery due to the active electrode lead being visible in the external auditory canal. Reportedly the recipient has a failed blind sac closure which is the cause for revision surgery. The revision surgery was completed successfully. Thus, the device remains implanted and in use. This is a final report.

Event description:
It was reported that the electrode lead was found in the ear canal.